Manufacturer narrative:
Device evaluated by MFR : device not returned.

Event description:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the ventilator inoperative was confirmed. The device alarmed when the software was being upgraded. The log was downloaded, and it kept kicking the box off of the toolbox that comes up to download the logs, once the software was upgraded, the box stayed on the screen and the logs were able to be retrieved. The inoperative error found in the log is due to contamination in the machine flow sensor, also throughout the blower, blower chassis, blower cap, blower bellows, in all of the tubing, on the system power management board, and in the muffler. Suspect the contamination may be in the pressure sensors on the system power management board since it is in the tubing. The flow sensor, blower, blower chassis, blower cap, blower bellows, muffler, fio2 tubing, low flow o2 tubing, blower chassis tubing, and the system power management board, was replaced to address the issue.